Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being conservatively filed as the metallic cylinder with actuator knob detached from the delivery system. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) grade 4. One mitraclip was successfully implanted. During deployment of a second mitraclip (B)(4), the deployment steps were performed per instructions for use (IFU), however, after deployment, the metallic cylinder detached about 5-6 centimeters from the clip delivery system. The clip had deployed on the leaflets. The complete clip delivery system was removed from the anatomy without reported issue. The mr was reduced to 1 and a great final result was noted. There were no reported adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported actuator knob detachment was not confirmed via returned device analysis; however, it was observed that the actuator knob was retracted more than expected, which was determined to not be a malfunction with the device. The investigation concluded that the observed actuator knob retraction was related to user technique. Furthermore, the returned device analysis indicated that the entire actuator assembly was intact and there was no malfunction identified with the clip delivery system (cds). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.